Event description:
It was reported via repair work order that the stretcher zoom drive is giving out during transit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.